Manufacturer narrative:
Although qa did not confirm the customer complaint during evaluation, the meter display was frozen at the time of the call and reset during the call.

Event description:
The advocate stated his wife could not get the contour next link to turn on to run a test, so she called the paramedics. They ran a blood glucose test on her with their meter and the reading was 24mg/dl. The customer was given a shot of glucagon and 2 glasses of orange juice. Further information was not provided, so it was unknown if the patient had any symptoms. The meter was returned for investigation and a new one was sent to the customer.